Manufacturer narrative:
Additional information was received that there was lead migration and that the patient only underwent a lead revision wherein the lead was replaced with no suspected device malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-50 serial #:(B)(4)/392099 description:linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing a sharp stabbing pain on her left lower back. The patient will undergo revision procedure.

Event description:
A report was received that the patient was experiencing a sharp stabbing pain on her left lower back. The patient will undergo revision procedure.